Event description:
It was reported that this pacemaker exhibited atrial undersensing. Atrial intrinsic amplitude was noted to be out of range. Technical services (ts) recommended further review. No adverse patient effects were reported. This device remains in service.